Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported against the right side "after the implant surgery, the patient began to experience intense muscle pain and fatigue throughout her body, as well as various inflammations and decreased vitality. Patient had the breasts examined, and identified capsular contracture (baker grade unknown) in the implants and urgently needed an explantation as a resolutive measure. The patient was aware of the suspension by anvisa and international bodies of various lots and models of prostheses manufactured by allergan. Inform having developed capsular contracture and breast microcysts, as well as autoimmune symptoms as a result of substances present in the implants" and "patient evolved with symptoms of pain, insomnia, anxieties and dermatitis." Device remains implanted.